Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery. The recipient has experienced a failure in situ. A review of the device history record was performed, and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly remain a non-user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Na.

Event description:
The recipient is reportedly experiencing loss of lock and electrode migration due to head trauma. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.